Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 317 mg/dl, 161 mg/dl, and 151 mg/dl. Customer administered novolog 5 units after receiving results of 161 mg/dl and 151 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.